Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 5 had failed and was unable to recover. A field service engineer (fse) addressed an issue where drawer 5 was clicking when opened. The fse reseated the sensor connectors and tested the drawer in the hardware test application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system displayed drawer 5 had failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.